Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder components removed due to ballooning and during the product operation one side of the cylinder was inflated to replace the cylinder. The patient was stable following the procedure and the event resolved.

Manufacturer narrative:
H3 device evaluation. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had bulging of outer tube due to broken fabric threads in cylinder body. Both cylinders had folds that indicate possible buckling of the cylinder; no leaks were found. Therefore, product analysis confirmed reported events.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder components removed due to ballooning and during the product operation one side of the cylinder was inflated to replace the cylinder. The patient was stable following the procedure and the event resolved.